Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of 2 reports (similar product problems, similar products, different product ids, different incidents, different patients). This report is in regards to the ins9030. Linked to MFR report number: 2648988-2014-00057. The drain has been placed in procedural area of the hospital where the staff was not aware of the proper use of the limitorr. As a result, the drain was connected to the patient and transported to the nursing units without being mounted onto the evolution pole mount. More importantly, the white plastic piece necessary to do so was thrown away and was not attached to the drain. There was no patient injury and no delay in surgery. Additional information received from the customer on (B)(6) 2014: the customer did not have the exact details about the incident as it was about 3 weeks ago. It was not a device failure, but operator failure. The physician setting up the drain was not aware of the importance of the small mounting piece and threw it away. The operating room secured the limitorr to the black integra pole. It functioned fine but it did create mobilization barriers as the whole device had to stay on the IV pole for the patient to ambulate to the bathroom. The integra sales representative brought the customer a mounting piece the next day.